Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 588 mg/dl at the time of incident. The customer was treated with insulin pump drip during hospitalization. Customer declined troubleshooting for high blood glucose level. Customer did not mention any symptoms related to high blood glucose level. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.